Event description:
It was reported that spectrum infusion pump was alarming door not fully latched. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door not fully latched message. Evaluation found the force required to secure the door is above expected levels caused by a backed out mechanism screw resulting in the reported symptom. The mechanism screws were replaced to correct this condition. See scanned page.